Event description:
A report was received that the patient developed a significant increase in pain affecting her left lower extremity. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient developed a significant increase in pain affecting her left lower extremity. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the pain felt by the patient was a pre-existing pain not indicated by the device. The patient underwent an explant procedure due to ineffective therapy and was doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.